Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: south africa. It was reported that in preparation of a pedicle for a screw placement, the tip of the trocar shaft broke off in the patient. It broke in two pieces. The surgeon was able to remove the first piece but the second piece he had to push into the vertebra. There was a hour and fifty-seven minute delay in surgery to retrieve the broken piece. All med wach submissions related to this report are: 9610612-2017-00213, 9610612-2017-00215, 9610612-2017-00216, 9610612-2017-00217.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We investigated the fracture surface of the fragment. Here we found the typical signs of a inter-crystalline cleavage fracture. Hardness of the fragment was checked and found to be according to specification (49 +/- 2 hrc) it is in the allowable tolerance with 529 hv5 (51 hrc). For the check we embedded the fragment because otherwise an analysis would not have been possible. Additionally we investigated the instrument fw271r. Here we found a bent tip. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the hardness is in the allowable tolerance, so a manufacturing error can be excluded. Without further knowledge about the circumstance and including the bent tip of fw271r we assume an excessive load during surgery as the causal factor. No CAPA is necessary.